Event description:
"Suspicion of infection and distal sine: in 2019 (date unknown), aortic arch replacement and tevar (c-tag) were performed because immediate treatment was necessary. At that time, an aneurysm remaining in the descending aorta was left untreated. Later on, on (B)(6) 2019, additional tevar was performed for the descending aortic aneurysm using the relay plus device. The aneurysm was excluded and the procedure was completed. On (B)(6) 2020, the patient visited the hospital because of a fever. After a CT examination, infection and distal sine on the lesser curvature side were suspected and the patient underwent thoracic surgery. The implanted c-tag and the relay plus device were withdrawn, and the thoracic cavity was washed, and then tevar was performed by using blood vessel prosthesis implantation. The cause of the infection is unknown. As infection was suspected, all the stent grafts were withdrawn and successfully removed. Since it was impossible to withdraw the aortic arch one in the visual field, it was cut as much as possible and then tevar was performed." Patient outcome: "there was a serious health damage, but the patient's current condition is favorable."

Event description:
"Suspicion of infection and distal sine: in 2019 (date unknown), aortic arch replacement and tevar (c-tag) were performed because immediate treatment was necessary. At that time, an aneurysm remaining in the descending aorta was left untreated. Later on, on (B)(6) 2019, additional tevar was performed for the descending aortic aneurysm using the relay plus device. The aneurysm was excluded and the procedure was completed. On (B)(6) 2020, the patient visited the hospital because of a fever. After a CT examination, infection and distal sine on the lesser curvature side were suspected and the patient underwent thoracic surgery. The implanted c-tag and the relay plus device were withdrawn, and the thoracic cavity was washed, and then tevar was performed by using blood vessel prosthesis implantation. The cause of the infection is unknown. As infection was suspected, all the stent grafts were withdrawn and successfully removed. Since it was impossible to withdraw the aortic arch one in the visual field, it was cut as much as possible and then tevar was performed." Patient outcome: "there was a serious health damage, but the patient's current condition is favorable."